Manufacturer narrative:
A report is being submitted for additional information received. Update a2, a4 and h10. Additional products: d1: heartware ventricular assist system ¿ 2.0 controller d4: model #: 1420/ catalog #: 1420 / expiration date: 31-oct-2023 / serial or lot#: (B)(6), UDI #:(B)(4), h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 17-oct-2022 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the pump (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(6) revealed that the unit passed visual inspection and functional testing; internal inspection revealed no anomalies. Failure analysis of (B)(6) revealed a loose, detached power port one (1) connector. Internal visual inspection revealed a loose metal locknut and washer from power port one (1) in the controller. This is an additional finding, not related to the reported event. The most likely root cause of the loose connector event can be attributed to improper assembly. An internal investigation was opened to investigate loose connectors with controller 2.0. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the alarm log file revealed a controller fault alarm logged on (B)(6) 2023 at 07:36:01, as well as multiple event exceptions logged between (B)(6) 2023, indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing of (B)(6), the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Additionally, log files revealed that the controller had been in use for more than two (2) years. A vad disconnect alarm was logged on (B)(6) 2023 at 14:16:54, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Review of (B)(6) event log file also revealed motor start events recorded on (B)(6) 2022 at 16:00:25 and at 16:01:44, on (B)(6) 2023 at 17:34:16, on (B)(6) 2023 at 22:54:00, on (B)(6) 2023 at 06:36:09, on (B)(6) 2023 at 20:06:22, and on (B)(6) 2023 at 12:02:29, in which the motor start parameters were atypical. Additionally, failed motor start attempts were recorded on (B)(6) 2023 at 11:58:38 and at 12:01:16. Review of the controller log files associated with (B)(6) revealed a controller power-up logged on (B)(6) 2023 at 14:12:39. Review of the data log file revealed that the controller was not in use prior to the power-up event; the first data point was logged on (B)(6) 2023 at 14:13:15, indicating that the controller power-up event occurred during a controller exchange. Unsuccessful motor start attempts were then logged between 14:13:08 and 14:20:04, and eight (8) associated vad stopped alarms were logged, indicating that the pump failed to restart after multiple attempts. An additional controller power-up event was logged on (B)(6) 2023 at 14:54:59, with a subsequent vad disconnect alarm logged at 14:55:03, indicating that the controller was powered up without the driveline connected, likely during troubleshooting. As a result, the reported event was confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on an investigation conducted under an internal investigation was opened, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this internal investigation is now closed, (B)(6) falls within the bounds of this internal investigation. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. An internal investigation was opened and is investigating pump failures to restart. Based on an investigation conducted under an internal investigation, the most likely root cause of the failure to restart events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file review revealed multiple motor starts with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5 and h6. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm, and the patient went to the hospital. The controller was exchanged in the intensive care unit (ICU) under the supervision of physicians. It was noted that the exchange was done by connecting the back up controller to electricity, but the ventricular assist device (vad) did not restart and the vad exhibited a vad stopped alarm. The patient's condition worsened, and the patient was started on extracorporeal membrane oxygenation (ECMO) "with the immediate intervention of doctors". It was stated that the patient experienced worsening heart failure. The patient subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller  d4: model #: 1420  / catalog #: 1420 / expiration date:  / serial or lot#: (B)(6). UDI #: (B)(4). D9: no h4: mfg date: 03-dec-2019 h5: no  d1: heartware ventricular assist system ¿ controller  d4: model #:  / catalog #: / expiration date:  / serial or lot#:   UDI #:  d9: no h4: mfg date: h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.